Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during handling but prior to insertion, the pcb00 21.5 diopter intraocular lens (iol) advanced too far and the cartridge tip was damaged. No patient contact was reported. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for investigation: yes, returned to manufacturer on: 12/04/2018. Device returned to manufacturer: yes. Device evaluation: the product was received in the original box. The plunger was observed in the advanced position. The plunger was gently pulled back and found locked. Cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defects were observed on the device. Visual inspection with magnification was performed. The lens was observed stuck at the cartridge tip. No cartridge tip defect was observed. There was no viscoelastics observed in the device. The directions for use indicate to completely fill the viewing window with viscoelastic. The reported tip broken was not verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported was related to the manufacturing process. No product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.